Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual, dimensional and functional analyses were performed. Upon visual inspection, a leak was confirmed under the balloon shaft strain relief at the y-connector and a complete break was confirmed on balloon shaft distal to y-connector. No other abnormalities were observed. During balloon inflation, fluid was observed to leak from underneath the balloon shaft strain relief. Upon removal of the strain relief, a break on balloon shaft distal to y-connector was observed. During dimensional inspection, the balloon shaft outer diameter (od) distal to the break was measured and found to meet specification. The complaint for leakage was confirmed, however the cause has not been determined. It is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage. However, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. A CAPA was initiated to investigate leakage on the commander delivery system and document corrective and preventative actions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in france, during transfemoral deployment of a 26mm sapien 3 valve, there was a leak in the commander delivery system, resulting in the valve being partially deployed. The valve was post dilated and no pvl was observed. There was no consequence to the patient.